Event description:
Event description guidant received information that during the implant of this implantable cardioverter defibrillator (ICD) and transvenous implantable lead, noise and oversensing was observed. This was initially attributed to ventricular oversensing of p-waves due to the position of the ventricular lead. All connections appeared fine, so a new pacing lead was implanted in the right ventricle and the rate/sense portion of this lead was capped. The following day, noise was again observed on the rate/sense channel; therefore, the patient was brought back to the operating room. Upon examination of the connections, it was discovered that the distal setscrew was loose. Review of the electrograms revealed pacing inhibition. The device was explanted and replaced. No further noise was observed. The device has been returned for analysis.